Event description:
It was reported that the system 9400 displayed an unfocused image making the anatomy difficult to view. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The camera was aligned and the focus was corrected. The system was tested and found to be working as intended and placed back into service.